Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient product photographs have been provided for review. No device associated with this report was received for examination. Provided images are paper copies within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient had a right total knee arthroplasty to address degenerative joint disease of the right knee. Depuy components, including depuy patella and competitor cement x1 were used during this procedure. There were no complications reported during the surgery. On (B)(6) 2019, the patient had a revision right total knee arthroplasty to address aseptic failure. During the procedure the surgeon observed inflamed tissue that was metal stained. The surgeon noted that the tibial tray came off of the cement mantle easily, but no mention of loosening. The femoral component, tibial tray, and tibial insert were revised. The patella remained in-situ. No manufacturer provided for components implanted during this procedure. Doi: (B)(6) 2015 dor: (B)(6) 2019 (right knee).